Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the device alarmed multiple no delivery alarms. Battery died without warning. Keypad locking on its own. Customer's blood glucose was over 600 mg/dl. Found low battery alarms in history. After troubleshooting, customer wanted to monitor the device. Customer will not be returning the device for analysis.